Event description:
It was reported, the patient experienced discomfort at the pump site. Surgery was performed on (B)(6) 2012 and the pump was repositioned to the left lower quadrant. The outcome was noted as resolved without sequelae. The pump was delivering baclofen, clonidine, bupivicaine, dilaudid and droperidol.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).